Event description:
It was reported that this insertable cardiac monitor (icm) was explanted approximately five months after implant. The device was explanted for an unknown reason. Additional information was provided indicating that the device was functioning appropriately, but the patient had very large premature ventricular contraction (pvc) events which made it difficult for the device to sense the events after the pvc. The device was storing inappropriate episodes of asystole. Therefore, the physician elected to move the device to a better location, but a device reposition was not possible so a new system was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) was inspected and analyzed. Visual examination noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted approximately five months after implant. The device was explanted for an unknown reason. Additional information was provided indicating that the device was functioning appropriately, but the patient had very large premature ventricular contraction (pvc) events which made it difficult for the device to sense the events after the pvc. The device was storing inappropriate episodes of asystole. Therefore, the physician elected to move the device to a better location, but a device reposition was not possible so a new system was implanted. No adverse patient effects were reported. The original icm device has been returned for analysis.